Event description:
Date of the event is unk. Boston scientific was made aware that an injection gold probe bipolar catheter was used during an upped esophagogastroduodenoscopy (egd) to treat a "bleed." It was noted that the catheter was kinked. It is not known if the kink was in the probe catheter or at the handles. This device was never in contact with the pt. The case was completed with a second injection gold probe bipolar catheter. The pt's condition was reported to be "fine" following the procedure.